Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no evidence of physical damage. Event history log review was performed and found evidence of reported problem. Investigation visually inspected the pump keypad and all keys found to be working. The customer's stated problem was verified. Even though inspection found the pump keys functioning properly. However, the pump event log showed pump key stuck error. Investigator replaced the pump keypad as a preventative measure.

Event description:
Information was received indicating that a smiths medical pump was presenting with a key stuck alarm. There were no reported adverse events.